Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No pump error 35 and error 82 noted during testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an insulin pump error alarm 35. The customer's blood glucose levels were 200 mg/dl at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared. The customer reported that the pump passed the self-test and was able to rewind. The customer reported that the insulin pump had a pump error 82. The insulin pump will return for analysis.